Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump failed occlusion at 28.72 psi. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition were all intact upon receipt. Error code was not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the pump was found to be within manufacturing specifications. Root cause of the reported issue is unknown. It was recommended to recalibrate the downstream occlusion sensor. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed., corrected data: d4: correction: model number: 2120.